Manufacturer narrative:
The device was returned to zoll medical (B)(6); the malfunction was observed and the analog board was replaced to remedy the problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "system fault 36" message. Complainant indicated that there was no patient involvement in the reported malfunction.